Manufacturer narrative:
(B)(4). Batch #t5ak4e. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge not loaded in the device. The cartridge reload was received partially fired 1/16 and with damage on cartridge pan. The manual override door was noted to be out of position; the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then was tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. The damage on the pan was possible by handling of the customer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
On the (B)(6) 2019 the surgeons were performing hemicolectomy dexter. During the procedure they have used plee60au, lot t9263a. While firing the product started stapling and cutting, but after a few centimeters stopped. They manually returned the knife into the position so they can release the tissue from the jaw. After they used the same device, repeated the procedure and finished it. There was no adverse event or delay in the surgery.